Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. The customer troubleshot with philip's technical services. The customer stated the tolerance range for the test had changed. Once reviewing the information with technical support, the unit was actually in tolerance per the new service manual. No repairs were needed to the unit. The unit successfully passed the required performance verification test.

Event description:
The customer reported the unit failed pressure accuracy at the baseline; reportedly, the pressure at zero was 0.7 cmh2o. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.